Event description:
After contacting idtf, pt self tester reported to itc consecutive protime inrs of 2.6 & 3.0 compared to 3.7 inr on clinic's protime instrument. Pt therapeutic range is 2.0 - 3.0 inr. No report of adverse event, serious injury or intervention.

Manufacturer narrative:
Eval/investigation currently in process.